Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported deflation difficulty was unable to be confirmed. The reported difficulty to remove was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It is possible that an insufficient time was not allowed to fully deflate the stent delivery system before an attempt was made to withdrawal the device thus resulting in the reported deflation issue and the reported difficulty to remove the device; however, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported deflation issue and the reported difficulty to remove cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a 75% stenosed and calcified lesion in the right coronary artery. A 3.5x28mm xience prox balloon was filled with a 50/50 contrast mix and was inflated to 18 atmospheres for 15 - 20 seconds. The stent was implanted; however, the balloon failed to deflate after several attempts with a negative being held for several seconds. The balloon partially deflated and it was removed with difficulty. The procedure was successfully completed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.